Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and the caregiver reported high blood glucose (bg) readings after a supply change the previous night. Upon inspection, they discovered the needle guard had been left on the infusion set, preventing insulin delivery. The agent assisted them in completing a full supply change using a contact detach, after which insulin delivery resumed successfully. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected following the supply change. The user reported feeling okay, and no medical intervention was required at the time of call.